Event description:
Upon removing chemo from bag the spike had broken off and taxol spilled into bag and on the portable table. Appropriate spill protocol. New chemo ordered from pharmacy. Pt received treatment with minimal delay.manufacturer response for drug transfer device, phaseal: problem: the spike of the above adapters may fracture when used with a certain combination of drugs and intravenous bags. The manufacturer issued a technical bulletin letter. The firm has updated its training procedures for the above product, as well as the product's instructions for use. Foreign health agency has designated this action type ii recall. Action needed: verify that you have received the technical bulletin letter from carmel pharma. Identify any affected product in your inventory. Refer to the manufacturer's letter and updated instructions for use when using the above adapters. For further information, contact carmel pharma by telephone.